Event description:
We are contacting you regarding a patient who has a sacral root neuromodulator. He also has a spinal cord neurostimulator from boston scientific. When one of his two neurostimulators is switched off, everything is fine. However, when both are switched on and the patient is using public transport (especially the tram), or as soon as he uses his phone, a microwave, or an induction hob, he experiences interference and is forced to turn off his stimulator. The two stimulators are 13 cm apart. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).